Event description:
Note: this report is being filed for the second of two complaints that occurred during the same procedure. Refer to MFR # 3005099803-2009-04391 for the associated device info. It was initially reported to boston scientific corp that a flexima biliary stent system and a jagwire guide wire were used for a drainage procedure in the upper bile duct of a female pt. During the procedure, strong resistance was felt while advancing the delivery system to the target site. When the guide catheter was being retracted for stent deployment, resistance was felt, but the stent was successfully deployed. The procedure was completed with no reported pt complications. The pt was reported to be in good condition at the conclusion of the procedure. After the procedure, the delivery system was inserted in the scope, outside the body to check the device, at which point black material came out of the scope.

Manufacturer narrative:
The device has been received; however, the eval has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).